Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced an unspecified adverse outcome. Treatment provided for these conditions include removal or revision surgery resulting from complications from mesh.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced pain, inflammation, adhesions, fistulas, seroma, perforation, lack of incorporation, inadequate ingrowth, mesh deformation, drainage, emotional exhaustion, physicals exhaustion, swelling, mental anguish, diarrhea, weakness, fatigue, use of PICC line when plaintiff cannot eat, leaking abdomen, infection, mesh failed to incorporate and abscess. Post operative patient treatment include removal surgery resulting from complications from mesh, partial mesh removal,hernia repair with new mesh, medication, mini abdominoplasty with liposuction of the bilateral flanks and resection of recurrent anterior abdominal wall abscess and resection of infected abdominal wall mesh in the preperitoneal space. The device had been used with vicryl mesh 15 x 20cm.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced pain, inflammation, adhesions, fistulas, seroma, perforation, lack of incorporation, inadequate ingrowth, mesh deformation, drainage, emotional exhaustion, physicals exhaustion, swelling, mental anguish, diarrhea, weakness, fatigue, times plaintiff cannot eat, leaking abdomen, infection, mesh failed to incorporate and abscess. Post operative patient treatment include removal surgery resulting from complications from mesh, use of PICC line, partial mesh removal, hernia repair with new mesh, medication, mini abdominoplasty with liposuction of the bilateral flanks and resection of recurrent anterior abdominal wall abscess and resection of infected abdominal wall mesh in the preperitoneal space. The device had been used with vicryl mesh 15 x 20cm.

Manufacturer narrative:
Additional info: h6 (patient codes, device codes, ime e2402: sinus tract, abdominal wall mass, induration, fluctuance). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced pain, inflammation, adhesions, fistulas, seroma, perforation, lack of incorporation, inadequate ingrowth, mesh deformation, drainage, emotional exhaustion, physicals exhaustion, swelling, mental anguish, diarrhea, weakness, fatigue, times plaintiff cannot eat, leaking abdomen, infection, mesh failed to incorporate, abscess, fluid collection, fistula tract, abdominal wall mass, recurrence, induration, erythema, fluctuance, purulent drainage, fluid filled lump,low grade temperature, purulent bloody fluid, body aches, knot in left lower abdomen sore to touch, sinus tract, fever, chills, nausea, tachycardia, red area over scar with associated bulge, scar tissue, mesh wadded, tenderness, small furuncle (boil). Post operative patient treatment include removal surgery resulting from complications from mesh, use of PICC line, partial mesh removal, hernia repair with new mesh, medication, mini abdominoplasty with liposuction of the bilateral flanks and resection of recurrent anterior abdominal wall abscess, resection of infected abdominal wall mesh in the preperitoneal space, CT scan, fluoroscopy fistulogram, abdominal wall mass excision, MRI, percutaneous pigtail catheter placement, incision and drainage subcutaneous abscess, ultrasound guided 8 french pigtail drain placement, hospitalization, IV fluids, abdominal wall physical therapy. Concomitant devices: vicryl mesh 12x12, product ID: vkml, lot number: da2528.

Manufacturer narrative:
Additional info: b5 <(>&<)> h4. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced pain, inflammation, adhesions, fistulas, seroma, perforation, lack of incorporation, inadequate ingrowth, mesh deformation, drainage, emotional exhaustion, physicals exhaustion, swelling, mental anguish, diarrhea, weakness, fatigue, times plaintiff cannot eat, leaking abdomen, infection, mesh failed to incorporate, abscess, fluid collection, fistula tract, abdominal wall mass, recurrence, induration, erythema, fluctuance, purulent drainage, fluid filled lump,low grade temperature, purulent bloody fluid, body aches, knot in left lower abdomen sore to touch, sinus tract, fever, chills, nausea, tachycardia, red area over scar with associated bulge, scar tissue, mesh wadded, tenderness, <(>&<)> small furuncle (boil). Post operative patient treatment include removal surgery resulting from complications from mesh, use of PICC line, partial mesh removal, hernia repair with new mesh, medication, mini abdominoplasty with liposuction of the bilateral flanks and resection of recurrent anterior abdominal wall abscess, resection of infected abdominal wall mesh in the preperitoneal space, CT scan, fluoroscopy fistulogram, abdominal wall mass excision, MRI, percutaneous pigtail catheter placement, incision and drainage subcutaneous abscess, ultrasound guided 8 french pigtail drain placement, hospitalization, IV fluids, abdominal wall physical therapy, removal of synthetic substitute from abdominal wall, use of supplement abdominal wall synthetic substitute, release of large and small intestine, drainage of peritoneum, ultrasound guided insertion of infusion device, <(>&<)> transfusion of nonautologous red blood cells. Concomitant devices: vicryl mesh 12x12, product ID - vkml, lot number - da2528.

Manufacturer narrative:
Additional info: a1, b7 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced abdominal pain, pain, inflammation, adhesions, fistulas, seroma, perforation, lack of incorporation, inadequate ingrowth, mesh deformation, drainage, emotional exhaustion, physicals exhaustion, swelling, mental anguish, diarrhea, weakness, fatigue, times plaintiff cannot eat, leaking abdomen, infection, mesh failed to incorporate, abscess, fluid collection, fistula tract, abdominal wall mass, recurrence, induration, erythema, fluctuance, purulent drainage, fluid filled lump, low grade temperature, purulent bloody fluid, body aches, knot in left lower abdomen sore to touch, sinus tract, fever, chills, nausea, tachycardia, red area over scar with associated bulge, scar tissue, mesh wadded, tenderness, small furuncle (boil). Post operative patient treatment include removal surgery resulting from complications from mesh, use of PICC line, partial mesh removal, hernia repair with new mesh, medication, mini abdominoplasty with liposuction of the bilateral flanks and resection of recurrent anterior abdominal wall abscess, resection of infected abdominal wall mesh in the preperitoneal space, CT scan, fluoroscopy fistulogram, abdominal wall mass excision, MRI, percutaneous pigtail catheter placement, incision and drainage subcutaneous abscess, ultrasound guided 8 french pigtail drain placement, hospitalization, IV fluids, abdominal wall physical therapy, removal of synthetic substitute from abdominal wall, use of supplement abdominal wall synthetic substitute, release of large and small intestine, drainage of peritoneum, ultrasound guided insertion of infusion device, transfusion of nonautologous red blood cells.

Manufacturer narrative:
Additional information: a4, b7, h6 (ime code) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infection and abscess. Treatment provided for these conditions include removal surgery resulting from complications from mesh.

Manufacturer narrative:
Additional info: b5, & b7 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced abdominal pain, pain, inflammation, adhesions, fistulas, seroma, perforation, lack of incorporation, inadequate ingrowth, mesh deformation, drainage, emotional exhaustion, physicals exhaustion, swelling, mental anguish, diarrhea, weakness, fatigue, times plaintiff cannot eat, leaking abdominal incision, infection, mesh failed to incorporate, abscess, fluid collection, fistula tract, abdominal wall mass, recurrence, induration, erythema, fluctuance, purulent drainage, fluid filled lump, low grade temperature, purulent bloody fluid, body aches, knot in left lower abdomen sore to touch, sinus tract, fever, chills, nausea, tachycardia, red area over scar with associated bulge, scar tissue, mesh wadded, tenderness, & small furuncle (boil). Post operative patient treatment include use of PICC line, partial mesh removal, hernia repair with new mesh, removal surgery resulting from complications from mesh, medication, mini abdominoplasty with liposuction of the bilateral flanks and resection of recurrent anterior abdominal wall abscess, resection of infected abdominal wall mesh in the preperitoneal space, CT scan, fluoroscopy fistulogram, abdominal wall mass excision, MRI, percutaneous pigtail catheter placement, incision and drainage subcutaneous abscess, ultrasound guided 8 french pigtail drain placement, hospitalization, IV fluids, abdominal wall physical therapy, removal of synthetic substitute from abdominal wall, use of supplement abdominal wall synthetic substitute, release of large and small intestine, drainage of peritoneum, ultrasound guided insertion of infusion device, transfusion of nonautologous red blood cells, use of jp drain, medication, & exploratory laparotomy.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced infection, mesh failed to incorporate and abscess. Post operative patient treatment include removal surgery resulting from complications from mesh. The device had been used with vicryl mesh 15 x 20 cm.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.